Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging a meter reverting to setup issue. The reporter alleged "had just received the replacement meter and tried to set it up. When trying to test by inserting a strip, the meter was reverting to the set up mode. When powering on the meter as well, this was happening." This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (01/28/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.